Event description:
A temperature alarm was reported by the customer. There was an impact on the customer's blood glucose level as the value displayed was "high." The customer administered a correction bolus via the pump and did not require assistance from a third party. Reportedly, the pump had been exposed to extreme temperatures prior to the alarm occurring. Technical support educated the customer on preventing exposure to extreme temperatures, and the customer understood and acknowledged this guidance. Customer continued to use the pump for insulin therapy.